Event description:
It was reported that an increase in pacing impedance was observed on the right ventricular (rv) lead and would fluctuate in and out of range. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.